Event description:
The customer reported that while running an hcv assay, summit sample handler did not pipette sample or diluent in well positions a11 and b11 and no error message was generated. A field service engineer was dispatched and duplicated the event. Fse replaced tip clamps, sleeves and compression springs in positions 4 and 11. Fse also replaced plunger clamps in positions 8, 9, 10 and 11. No death or serious injury was associated with this event.